Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection revealing the device status "eri" since (B)(6) 2012. Despite of the programmed parameters, the eri condition was premature after an implantation duration of 67 months. In the following the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent investigations showed that the battery was partly depleted. The analysis of the current consumption showed expected values. During the analysis it was noticed, that the pacemaker measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the pacemaker was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. This does not influence the functionality of the pacemaker. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the battery status eri was activated prematurely because the voltage measurement of this pacemaker had underestimated the voltage of the battery.

Event description:
Ous MDR - after an implantation period of about 67 months, it was reported that the device displayed an estimated time to eri of 5 years and 3 months on (B)(6) 2011. On (B)(6) 2012, the device showed the battery status eri (0 years, 0 months). Device pacing was not effected. No adverse patient side effects have been reported. The device was explanted.